Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. No anomalies were found.

Event description:
Navilyst medical received a complaint stating that the customer was putting in a micro puncture kit in a patient and the hub came off the sheath and the sheath got stuck in the patient. Cut down method was used to remove the dilator and the procedure was completed with a different device.